Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 4 to address intermittent 32056 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed and the error 32056 coupled with error 1123 was found indicating failure to initialize i2c device pointing to the yaw axis, confirming the fault had occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight printed circuit assembly (pca) and yaw searchlight flat flex cable (ffc) were consistent with the reported event and were found to be the potential root cause for this issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, site found an error on universal surgical manipulator (usm) 4. Site had disabled usm 4 prior to calling in. Technical support engineer (tse) advised site they could try hard restart to clear it, but if it clears it could possibly come back during the case. Site opted to leave usm 4 disabled. The procedure was completing as planned with no reported injury.